Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in office and there was t-wave oversensing (twos) post ventricular pace observed on the right ventricular (rv) lead. The hcp (healthcare professional) called the company technical services and discussed options for reprogramming to get rid of twos since what they tried had not worked. Reprogramming options were given, and the rv lead remains in use. No patient complications have been reported as a result of this event.